Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast procedure, the device could not pick up the sample and after changing to a new device, it did pick up. Another device was used to complete the case. There was no adverse consequence to the pt.